Manufacturer narrative:
Correction made to b5, to update the reported failure of leaking, cannula dislodged, and loose adhesive. Correction made to h6, removing medical device problem code - a0501 detachment of device or device component.

Event description:
It was reported the patient's blood glucose level rose to 400mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly was leaking and came loose from the infusion site (abdomen), causing the cannula to dislodge. As treatment a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula dislodged from the infusion site. We are unable to confirm or determine the root cause of the reported dislodged cannula and if it could have contributed to the reported hyperglycemia. Lot release was found to have met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 26.0 hardware: iphone15.4 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly was leaking and coming loose from the infusion site (abdomen), causing the cannula to dislodge. When the pod was removed, the cannula detached from the pod. As treatment a new pod was placed.